Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir leak. Customer's blood glucose level was unknown. Customer advised the reservoir leaked past the second o ring. Customer advised only one of their reservoirs leaked and the insulin pump worked properly. The insulin pump and the reservoir will not be returned for analysis.